Manufacturer narrative:
(B)(4). This complaint did not involve any allegation of product malfunction. The root cause was user error. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
A care giver (cg) contacted global technical services regarding the home patient (hp) disconnecting themselves but forgetting to put a cap on their transfer set that occurred on the home choice (hc) unit during dwell. The technical service representative (tsr) had the cg place a minicap on the transfer set and recommended they contact the nurse. There was patient involvement but no injury or medical intervention was reported. A follow up was done via phone call. The nurse stated she spoke with the care giver (cg) about proper procedure and the home patient (hp) has continued therapy no injury or medical intervention reported as a result of this incident.